Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2017 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple low battery warnings due to normal battery wear. A replace battery alarm was occurring due to a discharged battery. The battery compartment was undamaged. The battery cap was able to fit. All currents were reading within specifications. The reported short battery life was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the continuous glucose module or to the printed circuit board. (B)(4).